Event description:
It was reported by the affiliate that during a cholecystectomy proceduer the clip could not be released, they were malformed or released in open shape. The case was completed with a same like device. There was no consequence to the pt.